Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 38 mg/dl. Customer went to their healthcare provider and blood work was performed. Customer filled their reservoir and five minutes later a low reservoir alert occurred on the insulin pump. Customer advised they ate a glucose tablet and their blood glucose remained low. Customer advised they ate 7 glucose tablets and were able to raise their blood glucose to 66 mg/dl. Customer declined to troubleshoot for low blood glucose levels because their healthcare provider took a look at their insulin pump.